Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the blocked lumen and leak; however, the treatment appears to be related to circumstances of the procedure as another proglide was used to achieve hemostasis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention procedure. Reportedly, the marker lumen flow was not brisk and blood was coming out of the shaft around the area of the marker lumen. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.